Manufacturer narrative:
As reported, the patient was identified as having a contaminated or moderately contaminated condition at the time of the implant surgery. Although a definitive conclusion has not been made, it is more probable that the patient's condition at the time of implant caused and contributed to the infection and need for subsequent explant of the mesh and not the phasix mesh, which is provided to the customer in a sterile state. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A lot number was requested, however not provided. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplement emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the patient, who had previously been implanted with a bdi surgery/davol phasix mesh, underwent explant on (B)(6) 2018 due to an infection. It is also reported that the mesh was placed in a patient identified as having a contaminated or moderately contaminated condition at the time of surgery.